Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional assessment found no faults, the device performed within expected parameters. We have been unable to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken, with regards to the reported event. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. §803.

Event description:
It was reported that during maintenance the renasys go pump was not detecting a blockage. No case involved. The pump was sent back in march for the same fault.